Event description:
Eval revealed that the force sensor plate was visibly damaged and the force sensor resistance reading was out of calibration.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor plate was visibly damaged and the force sensor resistance reading was out of calibration. Review of the pump history did not reveal any loss of prime alarms associated with zero force or any "no cartridge detected" warnings. Rewind, load, and prime steps were successfully performed during eval with no alarms occurring.